Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye noted a damaged/cracked main body and broken occluder foot beneath the twist clamp. Leak testing was performed and an internal leak through a closed twist clamp was observed. There was no external fluid leak observed. Clamp function testing could not be performed due to the broken occluder foot. The reported condition was verified. The cause of the damage/cracked main body could not be determined; however, exposure to chemical agents such as hydrogen peroxide, alcohol or bleach as listed on product packaging can damage the transfer set materials. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of the minicap extended life pd transfer set cracked which resulted in a leak. This was observed during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.